Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Root cause: based on the evidence seen in the evaluation of the returned set, the root cause for the leak in the centrifuge is likely related to a misload of the lower bearing.

Event description:
The customer reported that during the procedure, the kit broke at the centrifuge level. There was an alarm "too high pressure in the centrifuge channel." It was not possible to perform the return to the patient. The patient was disconnected. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation: the set was returned for evaluation. The set was visually inspected. A laceration was noted in the lower hex sleeve. There was not a witness mark on the lower bearing. There was a slight twist of the centrifuge collar line below the hex, and the ears were partially damaged. These findings are likely related to a misload of the lower bearing. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.